Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they contacted their doctor due to having an allergic reaction to the pod adhesive. Patient was prescribed an ointment for the allergy. Ointment was unknown.